Event description:
It was reported that the patient had been hospitalized with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 50 mg/dl while wearing the pod between 4 and 24 hours. The patient reports feeling foggy. The patient had consumed juice and soda as well as yogurt which did not increase their blood glucose levels. The patient removed the pod prior to going to the hospital. Once the patient had arrived at the hospital emergency room the patients blood glucose level was checked and it was at a normal range. The patient had gone home and applied a new pod. The patient was assisted while on the phone on checking their settings.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone15.3. Cgm sensor type: g7.